Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, and as confirmed by the customer, there was no patient harm. A philips field service engineer (fse) inspected the system and confirmed the reported problem. The root cause was identified as an improperly adjusted spring on the longitudinal motor drive and excessive dirt accumulation on the rails. The fse readjusted the motor spring tension, cleaned the rails, and performed calibration. The system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements stopped when moving the gantry longitudinally. The ongoing procedure was delayed and the patient was under anesthesia longer than planned. The report indicated that there was a serious injury; however, no further information regarding the harm has been provided to date. An investigation into this complaint has been initiated by philips.